Event description:
Biomed unable to provide all the details of the incident and states the incident was not the result of a malfunctioning pump or consumable. As reported by sales consultant: nurse wanted to give a loading dose, medication unknown, and used a pump that was previously used on another patient. When the loading dose was completed the pump went back to the original primary rate of 999ml/hr. Patient reported to be seriously compromised however, no details have been provided. Customer stated that no additional event or patient information is available.

Manufacturer narrative:
(B)(4). Patient information requested and all available information is included in sections a and b. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Manufacturer narrative:
Mfn's report date: (B)(6) 2012. Internal file no: (B)(4). Received cmdsnet report (B)(4) with additional information as follows: hospital engineering review: "the over infusion caused the pt to suffer a cardiac arrest due to the over infusion of levophed. The over infusion was approximately 33.3ml in a 2 minute timeframe. The pump history log was downloaded and analysed. It was determined that the nurse used the loading dose function on the pump. This operates such that it maintains priority in the pumping sequence over the primary/secondary pumping rates. The user must key in both a flow rate and a volume to be infused (vtbi) before running the pump. Once the vtbi is complete, the pump will default back to the primary flow rate. Our investigation found that the vtbi for the loading dose was never set, but rather the pump was run using a default of 89.7ml from another infusion that occured at another time. After the loading dose had infused 89.7ml to the pt over the course of treatment (approx. 4 hours). The pump defaulted back to the primary rate which was set at 999ml/hr. The software version v2.79 does not ask the question "is this a new pt?" As v4.54 does and clears the existing settings on the pump. As such, the previous settings remained and an error ensued. Biomedical engineering has yet to do a standardized test on the infusion pump to ensure that it is operating and is calibrated within specification." Customer stated the device is available for evaluation by health canada. Customer provided additional user contact as: (B)(6), name of facility: (B)(6) hospital, (B)(6). The customer's complaint could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Additional information supplied by customer: words of the incident reporter: "pt was in isolation room on ventilator and inotropes to support low blood pressure. Nurse was sitting outside room with pt in full view while charting. Monitor suddenly showed dramatic increase in blood pressure and heart rate. Nurse and respiratory therapist entered room to examine pt and nurse found that the alaris pump with the norepinephrine infusion had somehow started infusing drug at 999cc per hour, giving him a very large amount of the drug." The customer stated that a review of the pt record with their risk manager did not produce any drugs that may be suspicious for adverse interactions.

Manufacturer narrative:
(B)(4). The customer reported a user programming issue and provided programming parameter information that they suspected was the cause. A review of the device history log data confirmed the customer stated programming information to be correct. The dfu loading dose section provides the following instruction: "verify the primary mode parameters prior to accessing the loading dose option." According to the logs, it appears the user did not verify the primary infusion parameters before programming a loading dose. The se system software version 2.79 retains infusion operating parameters and it is the responsibility of the user, when placing the device on a different pt, to verify programming parameters and edit appropriately any changes before starting an infusion. After completing the loading dose, the infusion transitioned to, and began infusing, the previously programmed primary infusion rate of 999ml/h. Rate accuracy testing and visual inspection of the returned se device found no malfunctions with the device. The root cause could not be definitively confirmed because intended infusion orders were not provided but based on the information received from the customer, a user programming error is the most likely cause for the reported incident.

Manufacturer narrative:
MFR's report date: 08/06/2015. (B)(4). Additional pt and event information received. The hospital biomedical engineer completed a MFR's checkout and performance verification on the pump in question. Functionally, the pump operated within specifications and no faults found. The device log showed that when the pump was initially turned on for the norepinephrine infusion, the nurse navigated through the pump options and arrived at the loading dose rate. This rate was set to 13ml/hr. There was a previously set vtbi of 89.7ml that was not adjusted. The settings were accepted by the nurse and the infusion was started. Over the next several hours the pump rate was titrated between 4 and 13ml/hr according to the pt's physiological condition. At no point in time was the vtbi adjusted. Eight hours and 58 minutes after the start of the norepinephrine infusion, the vtbi reached 0ml and the pump defaulted to a previously set primary rate of 999ml/hr. This was determined to be a historical setting from a previous user. The pump infused norepinephrine at 999ml/hr for two minutes. The log showed that 37.1ml of the drug was infused during the elapsed time, resulting in an equivalent calculated bolus dose of 1.8mg of norepinephrine in two minutes. During the interview with the nurse the customer discovered that he was not aware that the pump had been programmed as a loading dose and not reviewed at the time the pt was transferred to ICU.

Event description:
Additional information was received from the customer: a previously healthy (B)(6) male presented to the emergency department with a diagnosis of community-acquired pneumonia and respiratory failure. Systolic blood pressure was 80mmhg on admission and showed transient improvement with repeated fluid boluses. However, oxygen saturation could not be maintained on 100% oxygen via facemask, and within four hours of admission the pt required intubation and ventilation. Following intubation, the blood pressure dropped again and a norepinephrine infusion of 12mg in 250ml was started; the pt was transferred to the intensive care unit for further management and the norepinephrine was titrated to maintain a mean arterial pressure of 65mmhg or above. At 1739, the pt's blood pressure was 325/190mmhg by arterial line, the heart rate was 90, and the monitor showed a wide complex rhythm. The norepinephrine infusion was found to be running at a continuous rate of 999ml/hr and was discontinued immediately. A few moments later, the pt was noted to have st depression on the monitor and a 12-lead electrocardiogram was done. At 1754 the pt's mean arterial pressure fallen to 32mmhg and the norepinephrine was restarted via a new pump. At 1756 hours, the pt went into a pulseless electrical activity (pea) cardiac arrest and was successfully resuscitated. The pt was transferred to the cardiac catheterization lab for coronary angiography, which showed normal coronary arteries. A diagnosis of st segment elevation myocardial infarction (stem1) secondary to vasospasm was made.